Event description:
Family member of home patient (hp) reports "slashes" noted in cassettes of homechoice sets. Noted prior to use. No patient injury of medical injury reported per family member of hp.